Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that it was unknown if there was a device issue, patient/therapy issue, or procedure issue. No interventions were taken. It was just interrogation with the physician programmer. The cause of the issue was not known. It was unknown if the event was resolved. The patient had not reported anything again. No further com plications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: other health care professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported that therapy was lost with stimulation on 3 times, including the loss of stim on (B)(6) 2018. Since the last 6 recharge session can only be seen, it cannot be confirmed if this was due to the implantable neurostimulator (ins) being discharged. There were no overdischarges and no power on resets (por's) reported. Coupling during the first 5 minutes of the last 6 recharge sessions show an average coupling of 8, 4, 5, 8, 6, 6 out of 8. During walking and sitting, the alternating stimulations were felt. On (B)(6), there had been no stimulation and it turned out that the battery was empty at that time. The patient was travelling and was unable to recharge the battery. No physician restart was done. No further complications were reported/anticipated.